Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had the arctic sun device alerting 01 (patient line open) / 02 (low flow). They just resumed therapy after CT, sn#: (B)(6). System diagnostics, patient temperature (pt) was 36.3c, targeted temperature (tt) was 36c, water temperature (wt) was 18c, flow rate (fr) was 0.2l/m, inlet pressure (ip) was -1.5, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0 percentage, system hours were 4673, pump hours were 264. Had them stop therapy, empty pads and disconnect. Fluid delivery line (fdl) secure and in lock position. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines. Restarted therapy, water flow rate (wfr) was settled at 0.5 l/m. (Adult pads) had them stop therapy, empty pads and disconnect. Placed device in manual control with no pads connected. System diagnostics, flow rate (fr) was 2.0 l/m, inlet pressure (ip) was -7.0psi. Had them stop therapy and disable manual control. Confirmed therapy was running properly before going to CT. Advised to swap out to a new set of pads. Verifying audible clicks with each connection. Call back with any additional issues.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had the arctic sun device alerting 01(patient line open)/02(low flow). They just resumed therapy after CT, sn#(B)(6). System diagnostics, patient temperature (pt) was 36.3c, targeted temperature (tt) was 36c, water temperature (wt) was 18c, flow rate (fr) was 0.2l/m, inlet pressure (ip) was -1.5, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0 percentage, system hours were 4673, pump hours were 264. Had them stop therapy, empty pads and disconnect. Fluid delivery line (fdl) secure and in lock position. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines. Restarted therapy, water flow rate (wfr) was settled at 0.5 l/m. (Adult pads) had them stop therapy, empty pads and disconnect. Placed device in manual control with no pads connected. System diagnostics, flow rate (fr) was 2.0 l/m, inlet pressure (ip) was -7.0psi. Had them stop therapy and disable manual control. Confirmed therapy was running properly before going to CT. Advised to swap out to a new set of pads. Verifying audible clicks with each connection. Call back with any additional issues.